Event description:
In 2005, facility became aware of an event which occurred in 2002. Reportedly, during acute hemodialysis therapy the bloodline alledgedly disconnected from the venous port catheter resulting in substantial blood loss and the subsequent death of the patient. Upon receipt of this information, it remained unclear as to whether or not a fresenius bloodline had been involved in the event as neither a product or lot number had been provided to company. New information received in 2005 states that there is a possibility of either one of two lots numbers provided to company may have been involved in the incident. At this time co also received a product number. Therefore, company is submitting this report. There is no sample available for evaluation.